Event description:
It was reported about 30 minutes after the start of the case ( therapeutic laparoscopic hysterectomy) , the image blacked out. The device was replaced with a similar device and the intended procedure was completed. Customer reported no patient impact as a result of the event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Initial reporter address - (B)(6). Customer representative visited the site and reported the problem was confirmed. According to the report, same phenomenon occurred when the device was tested with the facility's multiple otvs (video systems). It was noted that no error occurred and that only image cannot be seen on the device. The subject device was received at olympus service business center however , the evaluation is still pending and no evaluation results are available at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The suggested event of ¿image blackout¿ was not confirmed. Temporary irregularities of power source environments, peripheral devices (video system center), or contact failure with the endoscope were presumed as possible causes but could not be specified as the event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.